Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from a follow up. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that had possibly caused a thermal burn to a patient. At this point the hospital wants bd to be made aware as the investigation on our side continues. This might be related to the recall. They would you be the person to speak with, or could you put me in touch with the appropriate person. Per follow up information received via email on 24oct2024, it was reported that the patient was identified as a 19-year-old male, 406 lbs. Immediately after the wound was identified, the arctic sun was removed from service. Staff utilized a cooling blanket instead. The artic sun device remained out of service until an investigation was conducted. A root cause analysis was conducted back on (B)(6) 2024 and the coordinator reached out to the arctic sun representative for reports and additional information. It was identified that the device was operating correctly. Unfortunately, staff were not using the device pads according to mifu. Staff were not using the arctic sun pads correctly for the size of the patient. Their skin care specialist assessed the wound and ordered treatment. Due to other ailments the patient had concurrently while the machine was in use, they were not able to 100% claim that it was the arctic sun that created the patient¿s wound. They worked with arctic sun representatives for additional mandatory education for staff, which was required to be completed prior to the release and use of the arctic sun. This education will also be added to the annual skills day for staff to ensure continued compliance. No sample is available.

Manufacturer narrative:
The reported event was confirmed use related as the patient was wearing wrong sized pads. Sample was not available for evaluation. The root cause identified is "wrong size of pads selected". A DHR review was not required because the investigation was confirmed as use related. The labeling is found to be adequate. Directions for use: 1. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 2. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). Correction: e, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that had possibly caused a thermal burn to a patient. At this point the hospital wants bd to be made aware as the investigation on our side continues. This might be related to the recall. They would you be the person to speak with, or could you put me in touch with the appropriate person. Per follow up information received via email on 24oct2024, it was reported that the patient was identified as a 19-year-old male, 406 lbs. Immediately after the wound was identified, the arctic sun was removed from service. Staff utilized a cooling blanket instead. The artic sun device remained out of service until an investigation was conducted. A root cause analysis was conducted back on (B)(6) 2024 and the coordinator reached out to the arctic sun representative for reports and additional information. It was identified that the device was operating correctly. Unfortunately, staff were not using the device pads according to mifu. Staff were not using the arctic sun pads correctly for the size of the patient. Their skin care specialist assessed the wound and ordered treatment. Due to other ailments the patient had concurrently while the machine was in use, they were not able to 100% claim that it was the arctic sun that created the patient¿s wound. They worked with arctic sun representatives for additional mandatory education for staff, which was required to be completed prior to the release and use of the arctic sun. This education will also be added to the annual skills day for staff to ensure continued compliance. No sample is available.

Event description:
It was reported that the arctic sun device that had possibly caused a thermal burn to a patient. At this point the hospital wants bd to be made aware as the investigation on our side continues. This might be related to the recall. They would you be the person to speak with, or could you put me in touch with the appropriate person.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.